Manufacturer narrative:
Patient¿s age was reported as ¿60¿s¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿during the connection procedure of pd, a child was talking by the patient¿ without a mask and ¿saliva was scattering¿. The day after the event onset, the patient was hospitalized for peritonitis. The patient was treated with ampicillin (dose, route, frequency and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Fifteen days after the event onset, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.